Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2012. The patient reported floaters and vitreous fluid pulling off back of the eye. The surgeon reported routine vitreous detachment. The event is ongoing and no treatment has been required. The patient's prognosis is good and the visual acuity is 20/20. The surgeon reported the event is not related to the icl. The icl remains implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient report of "floaters and vitreous fluid pulling of back of eye" was confirmed by dcr, dated on (B)(6) 2013, as "routine vitreous detachment" but "not in any way related to icl". No secondary surgically or medically intervention was performed or planned. The icl, that was implanted in 2012, remains implanted with good prognosis (va 20/20). At the time of the surgery patient was (B)(6). The vitreous under goes syneresis between 40 and 60 years of age and occurs earlier in myopic eyes, and a syneretic vitreous is a prerequisite for the occurrence of posterior vitreous detachment (pvd), therefore the most likely cause of the event was patient related factor. (Ref: morita h,et all "a clinical study of the development of posterior vitreous detachment (pvd) in high myopia" retina ,1995;15(2):117-24.) Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event was patient related factor. (B)(4).